Manufacturer narrative:
Other applicable components are product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen(2000 mcg/ml at 300 mcg/day) via an implantable infusion pump. It was reported that the patient's spinal segment of their 8709 catheter broke. The date at which the catheter broke was unknown but it was replaced on (B)(6)2018. The patient experienced withdrawal symptoms. It was unknown if any environmental/external/patient factors led to or contributed to the issue. The patient was reported as being alive with no injury and the issue was resolved at the time of this report. The catheter was discarded by the patient and so would not be available for analysis. No further complications have been reported as a result of this event.